Manufacturer narrative:
A revision was performed and this ra lead was capped and successfully replaced. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead presented with pacing impedance measurements above 3000 ohms and loss of capture. No adverse patient effects were reported.